Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): no growth of bacteria - identification problems.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: no growth of bacteria - identification problems.

Manufacturer narrative:
H.6 investigation summary: a failure for lack of growth was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were having identification problems, specifically that there was no growth of the bacteria. Bd remote services communicated with the customer. It was determined that the root cause of the issue was customer workflow. The panels were prepared using a lower mcfarland concentration than they had set the instrument up for. There was no issue with the instrument or the reagents, and no further information was shared regarding the types of organisms, panels, or expected results. No incorrect information was reported to patients. This is an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed one additional case related to this same case, opened the same day for the same issue. Complaints for results are within statistical control for the month of february 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is no result, which is an s3; reference h3 other text : see h.10.